Event description:
She received some erratic readings. She had a blood glucose reading of 48 mg/dl and within 5 minutes, a reading of 280 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.